Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the unit and determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. Engineering actuated the unit at different angles on tubing to re-enact the customers' experience of clips overlapping. The unit was disassembled for further evaluation and met all specifications. The root cause of the incomplete clip closure and scissoring experienced by the customer was likely that the application structure size, or the clip application depth, prevented proper clip closure. Engineering was able to recreate the clip misalignment at adverse application orientations. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy- "when the surgeon was sealing the cystic duct, the clips didn't close properly and got crossed in the duct. They dropped into the abdominal cavity. The surgeon had to retrieve them. They had to use a new clip applier in order to continue with the procedure." Patient status - "discharged."